Event description:
It was reported that a user observed a very mild leak from a cartridge upon removing an old cartridge, with no evidence of a failed cartridge or cracks, and the user was able to clean the area easily; blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included complaint intake review and user-provided details. Investigation of this case revealed a minor leak associated with the cartridge component without evidence of device failure or damage, and the condition resolved with routine cleaning. It was concluded, based on previously established findings for similar reports, that the cause was user handling or use-related factors rather than a manufacturing defect.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.